Event description:
This event has been brought to our attention via literature review (j cardiol: 2008, 23 199-204). This particular event involved cypher sirolimus-eluting stent associated with peri-stent stenosis and a stent fracture with separation.

Manufacturer narrative:
This male experienced fracture of a cypher foreign stent. During the index procedure, a 2.5/18mm cypher was implanted in the patient's mid-lad. No difficulties were reported but after the stent was implanted, it was noted, "due to the straightening of the flexed portion of the vessel after implant, the cypher stent, 75% stenosis occurred at the distal end of this site". The physician administered isosorbide dinitrate to rule out spasm and when there was no change, he chose to implant a second cypher at the distal end of the first cypher to re-straighten the vessel; there was 7mm overlap between these two stents. The patient's circumflex artery was also treated during the same procedure without incident. Approximately 9 months later, follow-up angiography demonstrated "heavy flexion of the vessel and a stent fracture at the proximal end of the overlapping area. The stent was totally separated." Slight restenosis (28%) was also observed, but no additional treatment was needed. It was the physician's opinion that the cause of the stent fracture was due to the hinge motion, and stents were overlapping and the fracture occurred at the edge of the overlap. No products were returned for analysis; they remained implanted. A review of the manufacturing records could not be done without a lot number. Coronary stents can have a longitudinal straightening effect on tortuous arterial segments. This mechanical alteration of the geometry and curvature of the vessel may contribute to mace and angiographic restenosis. While not observed in the clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Review of the available information suggests vessel/lesion characteristics may have contributed to this event. This device is not distributed in the united states; however, it is similar to the cypher drug-eluting stents distributed in the united states.